Manufacturer narrative:
Perforation of the ventricle occurs when a component of a medical device or surgical instrument disrupts or penetrates through the wall of the ventricular myocardial muscle. Ventricular perforation is a rare but known complication of mitral valve replacement. It is typically not related to a malfunction of the device, but it typically related to implant technique, patient anatomy or a combination of both. In this case, it was reported that the device caused or contributed to the event. Bases on the available information, the root cause remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device was not returned for evaluation at this time. If the device is returned for evaluation, a supplemental report will be submitted. A manufacturing defect was not identified. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an 21mm pericardial valve was explanted at implant due to ventricular perforation causing bleeding. As reported, after valve deployment the surgeon observed bleeding that did not stop, patient was put back on cpb. On explant, the surgeon found that the bleeding was coming from the lvot part. A new 19mm valve was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Evaluation summary: customer report of "ventricular perforation causing bleeding" could not be confirmed through visual observations. X-ray demonstrated wireform intact, and the frame expanded however distorted. A suture hole was visible near one of the three black stitch markings on the sewing ring.

Event description:
Edwards received notification that a 21mm pericardial aortic valve was explanted at implant due to ventricular perforation causing bleeding. As reported, after valve deployment the surgeon observed bleeding that did not stop, patient was put back on cpb. The bleeding was not noticed until the tee was performed, therefore there was not possible conclusive cause about the origin of the bleeding. It could be either tissue fragility or improper valve seating. It was not possible to find the bleeding locations due to the limited surgical area with the mini hemisternotomy technique performed. Even when the procedure was converted to full sternotomy was not possible to find it so, was decided to remove the 21mm valve. On explant, the surgeon found that the bleeding was coming from the lvot part. A new 19mm was implanted in replacement. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.